Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed with the data captured in the submitted log file. The log file captured no external power alarm events on february 24 at 2:52 am. According to the voltage values, the white power cable was connected to the mobile power unit. Shortly after, the white power cable appears to have lost connection. The 14v battery was disconnected from the black power cable, which resulted in a no external power alarm. The system controller reverted to the 11v backup battery for power and the system continued to operate. The no external power alarm occurred again seconds later and appears to be a similar connection related issue. Both power cables were fully connected to the mobile power unit, which cleared all alarms. The sequence of events occurred within a 30 second interval. There should have been a ¿connect power immediately¿ visual message on the user interface with an audible alarm. The system controller was not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, all alarm conditions are addressed, including no external power and ¿connect power¿ message. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. In section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms. The patient cannot remember hearing the alarm. Log file analysis showed this happened again a few seconds later causing more no external power events and enabling the backup battery in the controller both times so there was no interruption to pump power.